Manufacturer narrative:
Additional information: d4 ¿ serial number; h4 ¿ device manufacturer datedevice evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2020-01-24). Extensive tests were performed with the hf generator, but no malfunction could be determined. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the patient sustained a perforation of the large intestine after which a peritonitis developed. The patient was then admitted to another hospital for one week and a colostomy procedure was performed. No further information was provided, but there was no report about a malfunction of the olympus medical devices. Also, it was reported that the generator had been inspected before the procedure and no abnormalities or irregularities were detected.